Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: a review of the pump¿s black box history showed that a power reboot was recorded on (B)(6) 2014 associated with a cartridge change. Another power reboot was recorded on (B)(6) 2014 after a cs 088 call service alarm occurred. Visual inspection revealed that the battery compartment was cracked between the threads and the bumper pad. The returned battery cap was able to be secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no power issues occurring. The pump case was removed and internal moisture was found on the printed circuit board and other internal components of the pump. There was no damage observed to the power circuit. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2014 ¿ correction:(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that the battery was changed and the pump still would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.